Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the physician was having difficulty inserting the lead to the new ipg and there were only four contacts working on the left lead. It was noted that the lead had been damaged and did not fit into the new ipg. The patient underwent a revision procedure wherein the leads were replaced.